Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. It was reported that the cannula was bent at the infusion site. We are unable to confirm or determine the root cause of the reported bent cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl, while wearing the pod between 1 and 4 hours. When the pod was removed from the arm, the pod¿s cannula was found to be bent. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The soft cannula was not observed to be bent or kinked. The pod data showed an 0xbf alarm occurred, indicating that an automated bolus command was received too late. The pod data showed no timeouts or drive stalls. No damages or deficiencies were observed in the pod that would yield a hazard alarm or prevent the pod from operating as intended. Overall, no errors or abnormalities were found in the pod that would cause a hazard alarm. The cause of the observed hazard alarm could not be determined. No problem was found regarding the reported bent/kinked event.